Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during interrogation, the device was found to be in back up vvi mode. The device was not implanted. The event did not affect the patient condition.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated the reset was caused by an inability to access a non-existent memory location on (B)(4) 2013. The device was tested on the bench and no anomalies were found. The cause of accessing the anomalous memory location could not be determined.

Event description:
It was reported that during interrogation, the device was found to be in backup vvi mode. The device was explanted. No further information is available.